Manufacturer narrative:
Device eval anticipated but not yet begun. Eval conclusions: other, a follow-up report will be submitted when the device eval has been completed.

Event description:
During an angiographic procedure the rotator broke on the stopcock during injection. Injector pressure was 800 psi. There was no harm or injury reported. This complaint was initially reported on (B)(6) 2010. At that time the part number and lot number supplied by the customer indicated the device was a subcomponent and not a finished device and therefore not reportable. Add'l info provided by the customer on (B)(6) 2010 included a new/different part number and lot number. The new part number and lot number are for a finished device and therefore the event is reportable as required per (B)(6).